Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of saline implant. In response to FDA report number: mw5156158.

Event description:
Patient reported via regulatory agency "rupture", "numerous unexplained medical illness: hair loss-alopecia, seizures, high blood pressure, severe weight lost and now weight gain, anemia, joint pain swelling/edema, extreme fatigue, brain fog" and "concern since the symptoms have recently become extremly worse that I have breast implant illness or due to having textured implants the cancer associated with these implants". This record is for the left side. Device remains implanted.